Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device was used in the leg and worked fine. When they moved to the arm, the device went cold and would not work any more. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.